Event description:
The caller states the device used on the floor for rehab and general use has brakes that have failed and will not hold. The caller states the device is still being used daily by multiple patients.